Manufacturer narrative:
Literature attached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: courelli et al. Transcatheter pulmonary valve implantation in growing children: need for reintervention and effect on valve longevity. Pediatric cardiology ¿ pics-aics virtual symposium, 8 sep 2020 thru 11 sep 2020. Volume 41, p. 1281-1282. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes for pediatric patients undergoing transcatheter pulmonary valve implantation. All data were from a single center between january 2011 and december 2019. The study population included 34 patients (mean age 6.8 years, mean weight 20.7 kg), all of which were implanted with a medtronic melody transcatheter pulmonary valve (unique device identifier numbers not provided). Among all patients, adverse events included: vascular complication (n=1), right pulmonary artery (rpa) ¿jailing¿ treated during same procedure (n=1), conduit pseudoaneurysm which required placement of vascular plug (n=1), non-sustained ventricular ectopy (n=5) none of which resulted in hemodynamic instability, type I stent fracture (n=2) where one of which required intervention, and mild pulmonary regurgitation (n=3). Two patients required reintervention: at two years post-implant for stenosis due to interval growth, which was treated with angioplasty, and at two years post-implant for stenosis due to interval growth and melody frame fracture which was treated with re-stenting and melody valve placement. Based on the available information medtronic product were associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.